Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the united states of america. It was reported, that during the beginning of a patient treatment, a decrease in the oxygenation values was noticed. The arterial oxygen partial pressure (pao2) decreased from 300 to 80. The decision was made to replace the involved hls set. The perfusionist confirmed that the new hls set is functioning without any issues. No harm to any person has been reported. As the hls set was replaced during patient treatment a report is required. Complaint ID # (B)(4).